Event description:
During transportation of the dual drive console (ddc) the top module shut down as soon as the unit was unplugged from ac power. The unit was immediately reconnected to ac power and the ddc resumed funtioning. There was no pt connected to the ddc at that time. The ddc was examined at the site by a thoratec service technician and the malfunction was traced to the 6vdc module battery. The battery was replaced, which corrected the problem. The battery was sent to the MFR for further evaluation. Investigation and testing of the battery showed the cause of the battery failure was due to an internal disconnected terminal. The MFR has attributed the cause of the termianl disconnection to either the battery being dropped or a manufacturing process. Since this appears to be an isolated incident, no corrective action has been taken by either thoractec or the battery MFR, except to monitor and track future battery related incidents.